Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that the competitive right ventricular (rv) lead exhibited high out of range pacing impedance measurements and noise on the pace sense channel along with the shock channel. Boston scientific technical services (ts) was consulted and noted that since it was a newly implanted system they should check for a possible connection issue. A revision procedure was performed where a connection issue was confirmed. The competitive rv lead was successfully re-connected into the header and no further issues were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.